Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. A conclusive cause for the reported myocardial infarction, cerebrovascular accident, hemorrhage, transient ischemic attack and mitral regurgitation cannot be determined. The reported patient effects of myocardial infarction, cerebrovascular accident, hemorrhage, transient ischemic attack, and recurrent mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature titled, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the german transcatheter mitral valve interventions (trami) registry.

Event description:
This is being filed to report the myocardial infarction, stroke, hemorrhage, transient ischemic attack, mitral regurgitation, re-hospitalization, surgical intervention, and re-intervention procedures. It was reported through a research article identifying mitraclip that may be related to myocardial infarction, stroke, hemorrhage, transient ischemic attack, mitral regurgitation, re-hospitalization, surgical intervention, nd re-intervention procedures. Specific patient information is documented as unknown. Details are listed in the attached article, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the german transcatheter mitral valve interventions (trami) registry. No additional information was provided.